Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic patient record from the event and did confirm that the device powered off multiple times for reasons unknown. As a precaution, physio replaced both the system pcb and the main keypad assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer was able to power the device back on after each loss of power. The patient was being monitored due to experiencing a shortness of breath. No further details about the patient were provided. There were no adverse effects to the patient as a result of the reported issue.